Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during testing conducted at the manufacturer facility, the o-ring inside of the lid closure was missing. The device was not closing properly, with the potential for the housing to open and expose a non-sterile battery to a surgical site. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported event, missing the o-ring, was confirmed. During the inspection the service technician/specialist observed that the housing was missing the rubber gasket o-ring seal. As this is not a repairable product, the device was not returned to the customer.

Event description:
It was reported that during testing conducted at the manufacturer facility, the o-ring inside of the lid closure was missing. The device was not closing properly, with the potential for the housing to open and expose a non-sterile battery to a surgical site. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.